Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer reported that the insulin pump also experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside the device and it passed. The pump gave an unexpected restart alarm after the battery change do to a faulty component on the interface board. The pump was received with missing segments due to a cracked zebra connector at the lcd board. No external ram crc error alarms noted. The pump was received with a cracked case at the display window corners, a corroded battery tube and minor scratches on the lcd window.